Event description:
It was reported that an equipo p/nutricao enteral p/uso com bomba de infusao had a slide clamp that was too large in diameter. The pharmacist stated that it would not fit in the pump. There was no patient involvement. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should additional relevant information become available, a supplemental report will be submitted.